Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between 8 january 2025 and 9 january 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed a black dot on the tubing line and on the stress member. The reported condition was verified. The cause of the condition could not be determined. However, may be related to manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particles on the tube. This was observed before patient use. The device was filled with ceftriaxone kabi 40,000 mg in 100 ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.